Event description:
It was reported the device was used during an unknown procedure. It was reported tl30 and tl60 was used during the procedure. The pt expired and the surgeon is blaming the staplers. It is not known if the pt expired on the table or post operatively. The caller had no further info. The risk management wants the staplers examined and yet refuses to let them leave the hosp. The caller states the hosp wants to keep this very hush hush and just wants it verified that the staplers are not at fault.